Event description:
It was reported that patient enrolled in a clinical study underwent left total hip revision on (B)(6) 1988 due to an unknown reason. It was further reported patient underwent revision procedures on (B)(6) 1989 and (B)(6) 2004 for unknown reasons. Subsequently, a revision procedure was performed on (B)(6) 2009 due to osteolysis and acetabular cup loosening.

Manufacturer narrative:
This follow-up report is being filed to correct implant date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, manufacture date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00513 & 02988 / 02989).